Manufacturer narrative:
(B)(4).

Event description:
It was reported in (B)(6) 2012 the patient was implanted with a deep brain stimulation (dbs) device and the extension became exposed from the skin around the back of the right ear and the patient got an infection. The patient's physician decided to explant the extension and treat the patient with appropriate antibiotics. Five months later, the patient had another infection at the middle of his head. The patient's physician wanted to explant the lead. During the operation the physician found that some parts of the lead had moved out of the insulation so he thought it could be the cause of the infection because the patient had an allergy to silver. The physician planned to implant the dbs system after the patient recovered. It was noted following device removal the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482-51, lot# unknown, explanted: (B)(6) 2012, product type extension product ID 3389-40, lot# unknown, explanted: (B)(6) 2012, product type lead product ID 3389-40, lot# unknown, explanted: product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the leads, product #3389-40, found their outer insulation had breached environmental stress cracks.